Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports there was a lead replacement on (B)(6) 2026. Agent asked if any notes regarding this issue and rep was able to pull up a note from (B)(6) (agent understood of this year), which was a surgical consult and rep present had documented lead impedance issues, reporting they told the doctor it could be the battery connection not the leads, pt was requesting a paddle lead replacement at that time as the spinal cord stimulator had helped the patient significantly.  Rep reports that on the date of surgery the 8-15 electrodes were all over 40,000. High impedances were resolved with paddle lead placement.  Rep has the leads in their possession and they will return the leads intact. No cause was determined. No symptoms were reported. Additional information was received from a manufacturer representative (rep) stating the cause of the high impedances has not been determined. Information confirmed by p hysician. Additional information was received from the rep. Rep reports the cause was not determined but the pt did report falling 2 months prior to when rep met with the patient on (B)(6) 2025. Rep reports it was unknown when the pt first started experiencing high impedances/impedance issues.

Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding the date of the event. Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type lead h3: analysis of the lead, model 977a260, s/n (B)(6), revealed all conductors broken 18.1 cm from the distal end of the lead. Analysis of the lead, model 977a260, s/n (B)(6), revealed conductors #2, #4, and #5 found broken 19.1cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.